Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/delivery test due to faulty back pressure sensor (gold). Unable to perform excessive no delivery test and occlusion test due to prime anomaly. The motor was tested outside the device and passed. Unit properly connected to glucose sensor simulator. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 212 mg/dl. Customer also reported that he had a sensor that did not work properly. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.